Event description:
A clinic director reported that blue particles were noted in the product. The product was not used and there was no pt involved. No further info is expected.

Manufacturer narrative:
Eval summary - the product was not returned for analysis. No remarks in both record filling and visual inspection. The syringes are 100% visually inspected, items with particles are rejected. The reference samples were inspected and contain no particles. The root cause cannot be determined from the investigation as no sample was returned. There have been no other complaints reported in the lot number. No further info is expected. (B)(4).